Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch ultralink meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged power issue began on (B)(6) 2013 at 10:30 a. M. The patient manages his diabetes with an insulin pump. It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. At 12:30 p.m. That same day, the patient stated he developed symptoms of ¿nauseous, tired, and lethargic¿. At 1:00 p.m., the patient reported he took an increased dose of novolog (3 ½ units). At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The batteries in the subject meter did not need to be replaced. No replacement products were sent to the patient. Although the patient treated himself with insulin, there is no indication that the subject meter caused or contributed to a serious injury. The patients reported symptoms do not meet lfs criteria of a serious injury. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/09/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a crystal failure. Crystal x1 was defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.